Event description:
A nurse reported that the auto valve that allows the surgeon to switch from fluid to air got stuck during a vitreo-retinal procedure. The staff was able to flick the auto valve during the case to get it to release and switch to air. They were able to finish the case with no harm to the patient.

Manufacturer narrative:
The sample is not expected to be returned for evaluation as it was discarded by the customer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).